Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with information indicating the patient is deceased. No further information was provided. Further review of the manufacturer¿s database indicated the patient died approximately five months after device system implanted. Additional information obtained from the primary physician¿s office noted, the patient had a history of coronary disease, congestive heart failure along with atrial fibrillation and was seen in the office two weeks prior to death and the family was going to place the patient on hospice services. The cause of death has been requested and not received.

Manufacturer narrative:
No eval explain code.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6947m62 implantable tachy lead implanted: 2013 (B)(6). (B)(4).